Event description:
Pt reported the display of the infusion device is not readable. Pt changed the battery in the infusion device, but this did not resolve the issue. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval of the infusion device showed the display contrast is too low and increases slowly, and the display is not always readable. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.